Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09404. The patient received the scs system including two percutaneous leads and two anchors (from the same lot) on (B)(6) 2011. It has been reported the patient experienced inadequate pain relief. The x-rays indicated one of the lead was fractured at the anchor and the second lead was not getting the coverage. The physician decided to replace both leads and the anchors with a different lead. It was found at surgery that the anchors had pulled out of the ligaments. No patient complications were reported. The patient indicated receiving effective coverage post-operative.

Manufacturer narrative:
Results - the returned products were visually examined. Microscopic inspection of the anchors revealed instrumentation marks on the peek material and dried fluids in the threads of the locking mechanism. The anchor's locking mechanisms were exercised in the locked and unlocked position without any anomalies felt or observed. The returned leads and a lab lead were inserted in the anchors and they functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.